Event description:
This ra lead was implanted on (B)(6)2014 and was capped on (B)(6)2017 due to insulation damage. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).